Event description:
Corrected information: the pump initially delivered "lioresal" baclofen, at some point it was changed to "liofen" baclofen.

Event description:
It was reported that the pump¿s critical alarm started sounding in the evening. Interrogation showed that the pump motor stalled; the pump logs showed no recovery. On (B)(6) 2013, a pump replacement was to take place. The pump was explanted, but a new pump was not implanted because the patient was under local anesthetic and the catheter, on exploration, was not working; there was no csf (cerebrospinal fluid) and it could not be aspirated. The catheter could not be recovered at the time of removal as the tip of the catheter was trapped between the vertebras and snapped off. The pump was delivering lioresal. On (B)(6) 2013, a whole new infusion system was implanted. There was reported to be no harm or injury to the patient as a result of the event.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# unknown, product type catheter. (B)(6). (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Additional information/device evaluation: analysis of the pump revealed gear train anomaly. Multiple motor stalls and recoveries were seen in the pump logs. A motor stalled occurred in the analysis lab and never recovered. During analysis residue and shaft wear on the lower shaft of the rotor magnet were found. There was also some residue on the jewel where the lower shaft of the rotor magnet inserts into the bottom bridge assembly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.